Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was over 700 mg/dl at the time of admission. The father reported the customer had a fever and was vomiting prior to being hospitalized. It was also found the customer's blood glucose reading was 100 points off from the hospital's meter reading. The father also reported a crack on the battery compartment of the insulin pump. It was found the insulin pump had been dropped several times. Customer's insulin pump will be replaced. No additional information provided.